Event description:
It was reported during an ablation procedure, the irrigation port broke off the therapy cool flex catheter while introducing the catheter in the pt. The irrigation port detached completely and the handle of the coolflex catheter was leaking. The catheter was exchanged with a new coolflex catheter to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.